Event description:
It was reported that r-waves had decreased and capture had increased since implant. A chest x-ray revealed a lead dislodgment. The issue was resolved by repositioning the lead. The lead remains implanted.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the clamp arm detached. As the clamp arm was not returned, further evaluation of the clamp arm could not be performed.